Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Information contained in this report was previously submitted through asr on 10/15/2016.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional also reported "valve defective." Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional also reported "valve defective." Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/15/2016. Device evaluation: visual analysis of the returned device identified: opening crack, delamination, wear abrasion, crease fold, opening. Leak test was performed and found opening on anterior side, opening crack on diaphragm valve and delamination. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool and opening crack on diaphragm valve and delamination. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage. A crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Delamination of the diaphragm valve assessed as adhesive failure.